Event description:
During the case somehow the wire got bent (plaque in artery caught the wire and bent it), which is inside the device. This caused the device to bog down on itself and was just spinning the wire inside. The wire looked frayed when it was removed and the artery was perforated. This was repaired.